Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: during investigation, the pump powered on to a clear vibratory alarm. The pump was opened to find no intermittent conditions to the vibration motor. The vibration complaint, was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad.